Event description:
The doctor was performing an occlusal adjustment on tooth number seven when suddenly the bur bent itself over with centrifugal force striking the tooth and shattering it. The doctor treated the broken tooth at the time of the incident by placing a direct pulp cap on the damaged tooth and restoring it with composite. The doctor said that the patient will likely require endodontic treatment or extraction in the future because of the damage to the tooth.